Event description:
Note: this report pertains to the second of three devices that were used during the same procedure. According to the complainant, an attempt using this device resulted in deployment of multiple bands rather than a single band. Refer to manufacturer reports: 3005099803-2008-00305 and 3005099803-2008-00307 for details regarding the other two devices.

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available and the cause of reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed two add'l complaints have been reported for the lot (by the same customer during the same procedure). The february 2007, 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.